Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a left infraclavicular incision wound dehiscence with visible implantable pulse generator (ipg) (infection & erosion). The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.